Event description:
While impacting trial implants, tibial impactor head broke into two pieces. Both pieces matched together perfectly. Wound was irrigated copiously with simpulse prior to cementing implants. Wound was also checked by physician.